Manufacturer narrative:
It was reported screen was partially unresponsive , the right side did not respond and the left side somehow responsive but not reliable. The cardiohelp was exchanged during treatment. A getinge field service technician (fst) was sent for investigation and repair. The ch user interface update kit was replaced. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The service and sales unit confirmed, that the damage was caused by the patient transport monitor that fell on the screen. Thus the root cause could be determined as rough handling, which is covered by the risk file of the cardiohelp device. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter 5.6.1 "check before every application" the touch screen must be checked before use. According to the IFU, chapter 2.3.1 "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport the use of the protection cover is required. The device was manufactured on 2012-12-20. The review of the non-conformities has been performed on 2024-03-01 for the period of 2012-12-20 to 2024-01-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "screen was partially unresponsive" could be confirmed. But not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported screen was partially unresponsive - right side did not respond, left side somewhat responsive but not reliable. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).